Event description:
Diligence is completed and no further event information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records/radiographs were provided and reviewed by a health care professional. A definitive root cause cannot be determined. Based on the medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately one year later due to instability, subsidence, aseptic loosening, pain, and recurrent dislocations. During the revision no bone growth was noted on the femoral component. All components were revised. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: item# 00630505032, lot# 64788728, liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells; item# 00620205222, lot# 65712802, shell porous with cluster holes 52 mm; item#00625006530, lot# j7422663, bone screw self-tapping 6.5 mm dia. 30 mm length; item# 00625006530, lot# 65721828, bone screw self-tapping 6.5 mm dia. 30 mm length; item#00784802200, lot# 65587381, modular neck b 12/14 neck taper use with +0 heads only. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.